Manufacturer narrative:
The microsensor (ID (B)(6) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - received the catheter in a drainage tube and drainage tube was attached to the sensor epoxy. The icp express read 403. The device passed electronic noise, linearity/hysteresis and signal drift tests. We were unable to confirm the problem, there was no csf leaking form end of catheter. The catheter damage is due to mishandling while applying the drainage tube to millar's catheter. Root cause: the root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6) 2023. After the procedure when moving the patient back to ward, the physician clipped the catheter for a while. However, cerebrospinal fluid (csf) was leaking from the end of catheter. Then the physician unclipped the catheter, the cerebrospinal fluid (csf) leaking decreased. In case of infection, the physician stopped using the microsensor and changed with a new microsensor. The sensor was explanted and replaced on (B)(6) 2023, and the estimated amount of cerebrospinal fluid leakage was minimal. The patient did not experienced any signs and symptoms and was reported as stable.